Event description:
It was reported that during a laparoscopic gastric bypass an instrument error code 5 happened while activating the device across a staple line. A new device was used to complete the case with no patient consequence.